Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was the electrode belt's j702 in the dn pca was broken off the board. The root cause for the damaged j702 could not be positively identified. There was no adverse event that resulted from the damaged belt.